Event description:
It was reported five minutes after starting the therapeutic endoscopic submucosal dissection (esd) procedure, the knife at the distal end was broken and fell off into the stomach. The fallen part was removed using a different instrument. The procedure was completed with a replacement device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The tip was detached, and the detached tip was not returned. The cutting knife and the electrode were charred black and a part of the electrode was found to melt. Based on the results of the investigation, the likely mechanism causing the tip detachment is as follows: due to the factors described below, an electric discharge between the tissue and the electrode occurred during output activation. The high-frequency output was set too high the electrosurgical unit was used in coagulation mode. The output activation time was too long. High heat caused by an electric discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. A force to perform tissue incision was applied to the tip. Due to the description stated above 2, the adhesive strength of the adhesive agent decreased causing the tip detachment. However, the exact cause of an electric discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.